Manufacturer narrative:
Philips investigated the complaint. A philips remote service engineer (rse) and the customer inspected the system remotely and found a blown f12 fuse on the mdy and a tripped l1 breaker. The biomed unplugged the x22/x23 surgical lights and the nc input power and replaced the fuse, but the issue persisted. A philips field service engineer (fse) then inspected the system on site and determined that the geo-ipc in the r-cabinet was causing the fuse to blow. After replacing the geo-pc, the software failed to load on the new pc. Log analysis confirmed that the geometry computer could not boot. The geo q35 ipc was returned for part analysis, which confirmed that the power supply unit was the failed component that led to no power. To resolve the issue, the replacement unit's power supply was installed in the old pc, which then powered on and operated correctly. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing a full system boot and stalling at 00.00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.